Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-05863. It was reported that shaft break occurred. A 3.50x24mm promus premier¿ drug-eluting stent was selected for use to treat the lesion. However, while placing the device on the wire, the shaft of the stent delivery system broke. The device did not enter the patient's body and was taken off the wire. Another 3.50x20mm promus premier¿ drug-eluting stent was then selected for use to treat the lesion. However, while placing the device on the wire, the shaft of the stent delivery system also broke. The device did not enter the patient's body and was taken off the wire. The procedure was completed using a different device. No patient complications were reported and the patient's status was okay.